Event description:
Customer reportedly received results of 564 mg/dl and 79 mg/dl within 10 mins on the compact plus system. Low blood glucose symptoms were reported with these results. Customer was able to self treat with 2 bananas and low blood glucose symptoms improved. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.